Manufacturer narrative:
H.6. Investigation summary: catalog: 442020, batch no.: 3145901. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No trend identified for batch. Complaint is unconfirmed based on retention samples and batch history record review results. H3 other text : see h.10.

Event description:
Report 2 of 5. It was reported that while using the bd bactec¿ peds plus¿/ f culture vials (plastic) that there were molecular false positives. The following information was provided by the initial reporter: customer reply for how many bottle affected for each lot: I am not sure about this since there were labels on top of the lot number on three of those bottles. I can confirm that there are at least two of peds plus lot number and one of aerobic bottle. Overall, there are about 5 to 6 cultures with false c. Tropicalis results. What is the bactec media part and lot number? Peds plus bottle- lot number 3145901 exp 2/26/24 and plus aerobic bottle- lot number 3033390 exp 11/9/23. Instrument sn: (B)(6). What date did this occur? (B)(6) 2023. How many bottles had a false positive result on your bcid panel? Five. What is the biofire (or other manufacturer) catalog number? Ref rfit-asy-0147 what is the biofire (or other manufacturer) lot number? Lot number 1119123 exp 4/23/24. Was the biofire result dual positive (i.e. Two organisms detected)? In some cases, yes. What organisms were seen on gram stain? Gram positive cocci, yeast (with no growth of c. Tropicalis. C parapsilosis grew in this case); gnr. What organisms grew on culture plate? Strep pneumoniae, candida parapsilosis, staph epidermidis, serratia marcescens hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details yes. Bactec molecular false positive.

Event description:
Report 2 of 5. It was reported that while using the bd bactec¿ peds plus¿/ f culture vials (plastic) that there were molecular false positives. The following information was provided by the initial reporter: customer reply for how many bottle affected for each lot: I am not sure about this since there were labels on top of the lot number on three of those bottles. I can confirm that there are at least two of peds plus lot number and one of aerobic bottle. Overall, there are about 5 to 6 cultures with false c. Tropicalis results. What is the bactec media part and lot number? Peds plus bottle- lot number 3145901 exp 2/26/24 and plus aerobic bottle- lot number 3033390 exp 11/9/23. Instrument sn: ech- ft3733; fb2194; ft4198 and srh- t12068; b10324; t12064 what date did this occur? 8/13/23; 8/19/23; 8/25/23; 8/27/23; 8/30/23. How many bottles had a false positive result on your bcid panel? Five. What is the biofire (or other manufacturer) catalog number? Ref rfit-asy-0147 what is the biofire (or other manufacturer) lot number? Lot number 1119123 exp 4/23/24 was the biofire result dual positive (i.e. Two organisms detected)? In some cases, yes what organisms were seen on gram stain? Gram positive cocci, yeast (with no growth of c. Tropicalis. C parapsilosis grew in this case); gnr. What organisms grew on culture plate? Strep pneumoniae, candida parapsilosis, staph epidermidis, serratia marcescens hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details yes. Bactec molecular false positive.

Manufacturer narrative:
E.7 initial reporter addr 1c: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.